Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient (pt) is getting a warming sensation down in the groin area when recharging. Issue started a month ago. Technical services (ts) told rep that given pt is not reporting any warming sensation at pocket site, it doesn't make sense that the warmth would be transferred to another location. Stimulation therapy hasn't change and recharging is still the same, other than the warming sensation. Discussed putting a thin layer of clothes over the area while recharging and perhaps change the recharge speed to a lower rate to see if that resolves the warming sensation. Ts wasn't able to assess whether warming sensation only occurs when therapy is on or if the issue is the same when recharging with therapy off. Ts suggested recharging with therapy on and off to assess further. Rep said he check connectivity and impedance and it appears normal. Recharge data shows pt recharging about an hour a week, and that is normal too. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. The rep reported that no cause was determined. The recharger setting was decreased to see if that would help. The rep had not heard back from the patient. Additional information was received. It was reported the patient noted some improvement to their warming sensation but it did not go away. They also reported they felt like the area of the battery got warm as well. They stated it did not feel warm to the touch but more of a warming sensation at the battery site. The patient was going to turn down their stim intensity to see if that resolved the sensation.